Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif with fns for femoral neck fracture. The surgery was completed successfully without any surgical delay. On (B)(6) 2024, a removal surgery was performed. The preoperative x-ray showed bone healing failure. No further information is available. This report involves one (1) bolt for femoral neck sys 75 length -s. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not ben able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e3: reporter is a j&j employed. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has ben determined that no corrective and/or preventative action is proposed. This complaint wil be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation wil be updated as applicable. Device history lot a manufacturing record evaluation was performed for the finished device part: 04.168.275s-15. Lot: 7598p79. It was electronically reviewed and no nonconformance's / manufacturing irregularities were identified during the manufacturing process. The product was released on: 04-sep-2023, manufacturing site: jabil grenchen, expiry date:01-aug-2033. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a folow-up medwatch wil be filed as appropriate.